Manufacturer narrative:
Pr 9209995 - follow up MDR for device evaluation. No samples were received for investigation of pr 9209995, in which the customer has stated: ¿product pre-flush found to have clogged joints¿. The product in use at the time is reported to be a mp1000 china from lot 22125382. Further information provided by the customer states that during pre-flush the fluid was completely blocked. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22125382 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china products in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that bd maxzero needless connector was occluded. The following information was received by the initial reporter with the verbatim: product pre-flush found to have clogged joints; green claims are required, complaint response letters are required, complaint acceptance letters are required.

Manufacturer narrative:
E1: initial reporter facility- (B)(6) hospital. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.